Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Strips have been used and vial was discarded.

Event description:
The customer obtained a questionable high result on a capillary blood sample using a coaguchek xs meter, serial number (B)(4), when compared to his doctor's professional coaguchek brand meter. At 8:00 am, the customer tested on his meter and received an unknown error message. He tested again and the result was >8.0 inr. The customer did not believe this result. He reported the result to his doctor, who did not believe the result. The doctor ordered a test with the doctor's professional meter. At 2:30 pm, the doctor's meter result was 2.1 inr. The customer and his doctor believed this result was correct. No adverse event occurred. The customer received no treatment due to the event. The customer's therapeutic range is 2.0-3.0 inr. The customer has polycythemia vera, but his hematocrit is not above 55%. The patient is not anemic and has no antiphospholipid antibodies. He is not taking heparin or direct thrombin inhibitors. The meter and strips were requested to be returned for investigation; however, the strip vial is empty and has been discarded.

Manufacturer narrative:
Test strip lot and expiration date were added. The customer's meter was returned for investigation; no strips were returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material meets specifications. Relevant retention test strips (lot 186864-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. None of the customer's given treatments/medications are currently known to interfere with the accuracy of the test results. The customer's meter memory was reviewed, and the customer obtained an error message prior to the result of >8.0 inr. This specific error message is generally caused by not enough blood being applied to the test strip. Product labeling states that the strip requires a minimum of 8 ul of blood. Low sample volume will cause an error message. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A potential root cause for the high inr result is sample collection technique (e.g., when the fingertip was squeezed). Intracellular fluid can dilute the blood sample and increase the inr.